Event description:
In july 2005, a clinical incident involving a turbovac 90 arthrowand was reported to arthrocare corporation. When withdrawing the scope from the portal following a shoulder procedure, the screen was reported to have detached from the tip of the device and fell into the surgical site. The original incision was made bigger to retrieve the detached screen from the surgical site. The fragment was lost in the soft tissue and was not retrieved. The fragment was not detected in post-operative x-rays. The patient is reported to be doing well. No additional procedures were required to treat the patient.